Event description:
Adverse event(s): "case was delayed 30 minutes" (no code available). Product problem(s): "touchscreen froze" (no display or display failure). The customer reported the touchscreen froze during a case. The case was delayed 30 minutes. No pt injury was reported.

Manufacturer narrative:
A company service rep examined the sys and was unable to duplicate or confirm the problem reported. The power control pcb was replaced and sent for in-house evaluation. The sys was then tested and met all product specifications. The power control pcb was received and an in-house evaluation was completed. The power control pcb was tested. The sys was unable to boot up and the screen stayed black. The pcb was removed for the sys and tested on an in-circuit tester. It was found that the microcontroller at location u18 was non-confirming. Replacement of this component allowed the pcb to subsequently pass testing. In an attempt to replicate the reported frozen touchscreen, a pneumatic finger was attached to the system. After several hours of testing, the touchscreen did not exhibit any freezing symptoms. It is unk if the black screen is related to this event of frozen touchscreen and a root cause is unk. An internal investigation has been opened to investigate this issue. Quality assurance will continue to monitor related complaints and will take action for further occurrence as necessary. A review of complaints for the last 24 months indicated two additional, related reports for this sys. A review of service requests for the last 24 months indicated two additional, related reports for this system. (B) (4). (B) (4). (B) (4).